Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained additional information. The breakage was on the distal end of the instrument that enters the patient. The loose pieces were returned. Isi received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have two back end idler pulleys dislodged from the pin at the flush tube guide / water fall location in the proximal end (in the housing). Both idler pulleys were returned.

Event description:
Please refer to h10 for any follow up information.

Event description:
It was reported that during central processing, when the fenestrated bipolar forceps (fbf) was removed from the autoclave, which was properly packed in surgical grade paper, the presence of two loose pieces inside the wrapping was observed. There was no report of patient injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.